Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to explant the implant magnet due to thick skin flap and poor retention. The patient was reimplanted with a transcutaneous osia implant system at a new site during the same surgery.